Manufacturer narrative:
Device serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit is alarming. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported problem. The fse just reconnect the data line of oxygen sensor. The device works normally.